Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient remained in hospital after implant due to increased pain after this system was implanted on (B)(6) 2019. The patient had a CT scan which confirmed the patient had a spinal hematoma and needed the system to be removed. The system was planned to be removed on (B)(6) 2019. No further complications reported.